Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2008; 419488 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered alerts for undefined high superior vena cava (svc) coil, pacing, and rv coil impedance. The rv coil additionally showed variability in impedance. Oversensing/noise was shown on the rv channel. An rv lead fracture was confirmed. Additionally, the left ventricular (lv) lead impedance values were undefined high and threshold values rose. The rv lead was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.